Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the flow rate exceeds the specified value. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. The unit was returned for the evaluation. A functional test and visual inspection were completed, and the reported issue is not confirmed. The root cause of the reported condition could not be identified. However, gearbox, auto sonic sensor and deteriorated battery has been replaced. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.